Manufacturer narrative:
(B)(6). Occupation "physician" was selected previously. "Nurse" is the correct occupation.

Event description:
New information received notes the patient presented in clinic for follow-up. Upon review, the implantable cardioverter defibrillator exhibited continued non-sustained right ventricular oversensing due to myopotential oversensing. Programming changes were discussed. No intervention reported. The patient was stable.

Event description:
It was reported that the device exhibited non-sustained right ventricular oversensing via review of remote monitoring due to myopotential oversensing. Patient presented to the clinic and device was reprogrammed. No further oversensing was observed on remote follow-up. Patient's condition is good.